Event description:
It was reported the atrial lead was explanted and replaced due to unacceptable thresholds, no capture and unstable impedances. The physician suspected clavicular crush leading to an insulation issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead returned and analyzed.